Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgery at t4-iliac for correction of an osteotomy of the vertebral body. It was reported that sometime post-op the rod on the right side broke at l1 on the cranial side which increased the thoracic kyphosis angle. A revision surgery was performed 21 months post-op to remove and replaced the broken rod and extend the fusion to t2. Bone union was not complete at t12-l1. No additional patient complications were reported.